Event description:
It was reported by the rep that the device was used during laparoscopic cholecystectomy. It was reported the 5mm clip applier (allport al326) was used and the clip fell off. Another clip applier was opened and the case was completed. There was no consequence to the pt.